Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to have small defects on the insulation. A lead repair kit was used to patch the additional silicone to the lead, and it was attached and use to the new generator. All electrical measurements were stable and within range and defibrillation threshold (dft) test was also successful. As of this time, this lead remains in service. No adverse patient effects were reported.